Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator started flipping inside the pocket. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the ins appeared to move or ¿flip¿ over after being implanted. The hcp stated that the patient was ¿reassured¿ and has since had resolution of their symptoms. It was noted that no further surgery will be done. The issue has been resolved. No further complications were reported or anticipated.